Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter (bec) field service engineer (fse) was not required to be sent to the customer. Customer technical support (cts) discussed customer's results, system check and quality controls over the phone. No parts were required to be exchanged on the analyser. The access accutni+3 reagent was not returned for evaluation. The cause of the reported non-reproducible accutni+3 results cannot be determined with the available information.

Event description:
The customer noted erratic imprecise troponin I (access accutni+3) results for one (1) patient on the access 2 immunoassay system (serial number (B)(4)). The initial and two repeat results of the same sample on the same instrument generated a total standard deviation outside of that permitted by the accu tni+3 information for use (IFU). The initial lower access accutni+3 result was reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer stated that their access accutni+3 quality control results were within assay specifications on the day the erroneous results were generated. A system check completed after the erroneous results was within instrument specifications. The sample was collected in lithium heparin plasma tubes and centrifuged at an unknown speed for three (3) minutes. Customer reported no visible issues with the integrity of the sample.